Event description:
Physician reported the observation of a cloudy optic occurring approximately 2 months post operative implant of the device. Patient's visual acuities are 20/40 unaided and 20/30 with pinhole. Lens remains implanted and physician will continue to monitor.